Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the infection was unknown.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389-28, lot# 0208479328, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead. Product ID 3389-28, lot# 0208479331, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient developed an infection around the leads and the patient's lead scar. The diagnostic methods included laboratory testing on (B)(6) 2016 that resulted in "sams and epidermidis oxar bactrims rifa and oflop ". Interventions included explanting the entire system on (B)(6) 2016 and administering medications; the patient was hospitalized as the event resulted in a life-threatening illness or injury. The event was resolved without sequelae on (B)(6) 2017. The etiology was possibly related to the device/therapy, but not related to the implant procedure.